Event description:
It was reported to nova biomedical that a consumer received "hi" (greater than 600 mg/dl) over several days while traveling. It is unk how much or if any insulin was administered after each reading. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use as instructed in our directions for use. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.